Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead for oversensing with high rate non-sustained (hrns) and sensing integrity counter (sic) episodes. The rv lead was reprogrammed and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. If information is provided in the future, a supplemental report will be issued.